Event description:
It was reported that the tip of the bd venflon¿ pro safety was defective. The following was received from the initial reporter: before insertion staff has observed tip of venflon I was damage.

Manufacturer narrative:
Investigation summary: a photo was received by bd for evaluation. A quality engineer was able to review the photo of a venflon I 20g from lot number: 13098005 regarding material number: 391592 with the reported issue ¿catheter defective / damaged¿. Based on the photograph, the defect is not confirmed. The investigation and simulation were carried out on 25 retention samples where the investigating team has visually tested the samples for catheter defective / damaged and no defect was found in the retention samples. The exact root cause can only be determined if we receive the original sample.

Manufacturer narrative:
The manufacturing location for this product is bawal, india. This site is not registered with the FDA. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the tip of the bd venflon¿ pro safety was defective. The following was received from the initial reporter: before insertion staff has observed tip of venflon I was damage.